Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 50ml intravia empty container was leaking from the IV tubing port. This occurred before patient use. The device had been compounded with midazolam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device returned and evaluated. The sample was visually tested and underwent a leak test which determined that the sample had a leak around the seal of the injection port. The reported event was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.